Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion h3 other text: device remains implanted.

Event description:
It was reported that approximately two months post-operatively a cayman self-starting screw migrated. Revision surgery has not been performed.

Event description:
It was reported that approximately two months post-operatively a cayman self-starting screw migrated. Revision surgery has not been performed.